Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for call was to inquire about compatibility between ins and cardioversion procedure. Patient had a cardioversion on (B)(6) 2024 and within a week they got a uti. Caller wondering if uti could be result of return of urinary retention, which ins was intended to manage. Caller stated patient went in for CT scan of urinary tract on (B)(6) 2024 for chronic hematuria. Caller states the patient has had a little bit of blood in the urine since the ins was implanted. Patient developed a fever of 103.5 degrees f on (B)(6) 2024, was admitted to the hospital on (B)(6) 2024 for uti symptoms and is still currently hospitalized. The caller was redirected to the patient's healthcare provider to further address the issue and for ins interrogation.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.